Manufacturer narrative:
(B)(4). (Hematoma). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a primary incisional/ventral hernia repair on (B)(6) 2010, using mesh placed via a laparoscopic intra-peritoneal onlay. The patient was discharged on (B)(6) 2010, and was readmitted later that same day with extensive abdominal wall bruising/diffuse hematoma extending into both flanks, whole of lower abdomen, both groins and genitalia and drop in hemoglobin. The patient was given amoxycillin 1 gram tid for 5 days, metronidazole 500mg tid for 5 days, gentamicin 400mg titrated as per protocol for 5 days. There was no bacteriological evidence of infection. The patient was transfused with two units of packed red cells. The patient was well at time of discharge and was seen at clinic on (B)(6) 2010, still bruised, but with no sign of infection or recurrence of hernia.